Event description:
A surgeon reported a patient with an anterior capsule tear during femtosecond laser cataract surgery. Additional information from reporter indicated the case continued with no other issues and the intended lens was implanted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).